Manufacturer narrative:
Evaluation summary: the bending part was bended for each angle for long time using, bending rubber may appeared leakage. Correction information: b5: after finishing the procedure, during reprocessing, they found that the bending rubber was leaking. The scope was repaired by the 3rd party and replaced the bending rubber. After repair, the scope was returned to the hospital for normal use. This event occurred at the time of after use and during reprocessing. D2: common device name. D4: model# and serial#. G4: 510(k). G6: follow up #1. H6: coding changed based on the investigation result: health effect - clinical code and health effect - impact code. Additional information: b5: there was no report of patient harm. H6: coding added based on the investigation result: medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved in this event is not distributed in the USA, therefore 510k is not applicable.

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6)stating, "during use, when the scope bending, the user found that it was leaking". The event was reported to have occurred during procedure. No further information was provided at the time of the report. Pentax model epk-i5000/serial unknown was reported to be the device involved in the event, however device information will be confirmed during follow up by pentax medical. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.